Event description:
A surgeon reported that the cutter stopped cutting during a vitreoretina eye surgery. The surgeon tried to lower the cut rate but it still would not cut. The procedure was completed without harm to the patient. Additional information and product sample have been requested for this report.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
A device history record review for each of the lots was conducted. No anomalies were found during the device history record reviews. The product was released based on the manufacturer¿s acceptance criteria. A complaint history examination indicates no additional complaints were associated with the probe lots. Because a sample was not returned and the lot information indicates the product was released based on the manufacturer¿s acceptance criteria, the root cause for the customer complaint issue cannot be determined. Based on the complaint information it appears that surgical material, a bent needle, or some other issue impeded the inner cutter movement after the probe had worked for a few minutes. (B)(4).